Manufacturer narrative:
This supplemental report was filled to provide additional information on the case and to correct field b5: "describe event or problem". If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Tones were emitted from the device, as expected. There was no request for safe replacement interval as the physician wanted to get that done soon. The patient underwent surgical intervention to replace the ICD. No additional adverse patient effects were reported. The device was returned and it is waiting for product analysis.

Manufacturer narrative:
This supplemental report was filled to provide additional information on the case and to correct field b5: "describe event or problem". If information is provided in the future, a supplemental report will be issued. The returned implantable cardioverter defibrillator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded; therefore the event date was updated. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Tones were emitted from the device, as expected. There was no request for safe replacement interval as the physician wanted to get that done soon. The patient underwent surgical intervention to replace the ICD. No additional adverse patient effects were reported. The device was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator declared (ICD)a code 1003, indicative for voltage too low for remaining capacity. Tones were emitted from the device, as expected. There was no request for safe replacement interval as the physician wanted to get that done soon. The patient underwent surgical intervention to replace the ICD. No additional adverse patient effects were reported. The device is expected to return.